Manufacturer narrative:
Corrected fields: d9 (date returned was inadvertently omitted). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a broken valve. The foreign material was identified as the biopsy valve which got stuck during the previous procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had a foreign body in the working channel. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. A part of a biopsy valve was found inside the biopsy port. It was noted that the object was removed during diagnosis. The customer did not clean, disinfect, and sterilize the device prior to being returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.